Event description:
It was reported that during a port placement procedure, the tip of the sheath introducer was allegedly damaged like a hangnail. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8.0fr peel-apart sheath and one vessel dilator were received for evaluation. Visual, microscopic and functional evaluations was performed. The distal tip of the vessel dilator was noted to be deformed. The edges of the vessel dilator distal tip were noted to be jagged. Therefore, the investigation is unconfirmed for the reported material integrity issue as the specific damage such as deformation due to compressive stress issue was identified during the investigation. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10:d4 (expiry date: 09/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the tip of the sheath introducer was allegedly damaged like a hangnail. There was no reported patient injury.